Manufacturer narrative:
Follow-up #1: date of submission 08-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 01-mar-2018 with the following findings: a review of the black box showed multiple occlusion alarms with a high force. The rewind, load, and prime steps were performed successfully. The pump detected the correct force. The pump was run for 24 hours and no occlusions occurred. The pump cover was removed to find no intermittent conditions to the force sensor circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (frequent/persistent) there was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.